Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had an increased capture threshold. The lead was repositioned in a procedure on (B)(6) 2021 and the patient was asymptomatic and in stable condition.